Event description:
It has been reported to philips that during a case x-ray was not possible. No harm has been reported to philips. A philips engineer identified that the x-ray generator cabinet did not power on. The power contactor relay was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the xray was not possible. Upon further troubleshooting action, fse found that no power to generator cabinet. K1 relay comes in but the power is not coming through. Fse replaced the h1 in the generator cabinet. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.